Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a ¿jolt¿ and felt a shock while sending a transmission with the remote monitor. The patient said the shock was felt right after the monitor made a loud noise. The patient called the clinic and they received the transmission. The patient no longer feels comfortable using the monitor and will be going to the clinic for future device checks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.